Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate anti tachycardia pacing therapy for oversensing of possible emi noise. No intervention was performed. Patient condition was well and monitoring will continue.